Event description:
It was reported the patient underwent a right hip revision approximately 8 years post implantation due to in-vivo corrosion, dislocation, adverse local tissue reaction (altr), elevated metal ion levels, and pseudotumor. The acetabular liner and femoral head were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565 -2021 - 01474.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565 -2021 - 01474.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a right hip revision procedure approximately 7 years¿ and 9 months post-implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available.